Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. Based on a batch record review, it did not show any abnormalities. A previous investigation, is applicable to this reported phenomenon. This previous investigation has been closed. Additional training was provided and product monitoring reviews will monitor for product trends if the issue were to reoccur. No further actions are required at this time and this complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
It was reported that the handle snapped at the connection point between the handle and tubing during a procedure. The device was discarded.

Manufacturer narrative:
This supplemental report is being submitted to retract the initial MDR that was submitted on april 01, 2016 for MFR report# 9611710-2016-00035 as this product is not sold in the USA and does not require a MDR report. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on april 26, 2016, (B)(4).